Event description:
It was reported that during implant the patient had exhibited vt which degenerated into vf due to rv lead insertion. External shock was delivered and normal sinus rhythm was restored. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.